Event description:
It was reported that there was a burning smell coming from the gomco pump model 01-32-6036. The unit then quit operating and would not turn on. The pt was not injured.

Manufacturer narrative:
Gomco pump was made in august 2005. It had been in service for about 2 yrs. Unit quit working do to an electrical short in the solid state timer. The timer was replaced and the pump operated as specified. We were unable to determine the root cause of the timer failure due to its condition as returned. However the timer adjusting knob is damaged and this may have shorted the potentiometer causing the timer to short out.